Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report reflects the combined initial and final report.

Event description:
Procedure performed: hysterectomy. The 5mm fusion device worked very well during the entire procedure, with an excellent hemostasis quality. However 24 hours after this procedure, the patient had to be taken back to surgery due to a post-op bleed. 700 ml blood had to be aspirated. While reoperating the patient, dr. (B)(6) noticed that the left and right uterine vessels were hemorrhaging and that, according to him, the hemostasis had "released". The patient is doing well, without consequences to this time. Additional information received from the sales rep by phone on (B)(6) 2019: sealing a vessel or tissue bundle did not directly lead to bleeding. Uterine vessels right and left were being sealed when the insufficient hemostasis was observed. During hysterectomy the surgeon is always obliged to apply a bit of tension. The tension was produced with a separate device: grasper. The surgeon did not observe any insufficient hemostasis during the procedure. There was no eschar buildup on the jaws when the insufficient hemostasis was observed. The jaws of the device were cleaned regularly with a humid compress during the procedure. It is unknown whether the jaws were surrounded by fluid when the device was activated and the insufficient hemostasis was observed there was no generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed. The patient did not exhibit any vascular pathology the device was not activated on diseased or inflamed tissue. The patient was not given anticoagulation medicine. Intervention: v-notes hysterectomy performed monday (B)(6) by dr. (B)(6) , gynecological surgeon.